Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. The report stated a combination of zimmer and non-zimmer components were implanted in the pt. Zimmer components have not been tested with non-zimmer components, so implanting a combination of the two is not recommended. The components were not returned, so their condition cannot be ascertained. The surgical notes from when the components were implanted could not be reviewed. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. It is likely that the periprosthetic fracture was caused by the traumatic event; however, there is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that there was a peri-prosthetic fracture to the femur in the pre-existing osteolysis site. The fracture was caused by the traumatic event.